Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion with infection. A revision was performed, and the right ventricular (rv) lead was explanted partially, and the remaining portion remains implanted. Furthermore, after the rv lead was completely explanted, the device and this right atrial (ra) lead were also explanted by another physician. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).